Event description:
A caller reported an alarm 2 and several previous occlusion events. Despite these issues, the caller's blood glucose level did not exceed 500 mg/dl and there was no adverse impact reported. To resolve the situation, the customer changed the infusion set and cartridge, and resumed insulin. Further troubleshooting resulted in a pump replacement. Customer continued to use the pump for insulin therapy. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.